Event description:
Device issue: none. Adverse event: implanted stent in a non-diseased segment. Onset of adverse event: during the procedure. It was reported that the stent was placed proximal to the target lesion (unintended site). The reported resuscitation was reported to be due to the patient's "bad heart condition" in general and not due to the stenting procedure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4): the stent remains in the patient. The stent delivery system was discarded. The lot number has been provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.